Event description:
During placement of percutaneous endoscopic gastrostomy system, the peg separated at the junction of the white hard cannula and the clear tubing when the tube was being threaded through the pt's incision. The incision was enlarged by 1/4cm to retrieve the remaining internal portion.